Manufacturer narrative:
Concomitant medical products: 4068-58 lead, implanted: (B)(6) 1997, 310c27 x 2 tissue valve implanted: (B)(6) 2011.

Event description:
It was reported that the patient felt a "fluttering" sensation, and the right ventricular (rv) lead was not pacing at the highest output and the thresholds had increased. In addition, the lead was not sensing appropriately and exhibited diminished r-waves. The lead was programmed off and a chronic lead was reused. An x-ray was performed and confirmed that the rv lead had dislodged. A procedure was scheduled to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.